Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted due to rectocele and cystocele. It was reported on (B)(6) 2010, the patient underwent excision of mesh with cystogram concurrently with the implantation of another mesh. No additional information is provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-31353. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had another mesh implanted on (B)(6) 2009. It was reported that the patient had protruding mesh into vaginal wall, lower abdominal cramp, lower back pain, painful intercourse with spouse, loss of time at work and time enjoying activities with family due to pelvic pain, recurring surgeries. It was reported that the patient underwent mesh removal in (B)(6) 2012, (B)(6) 2011, and (B)(6) 2010. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-31353 and 2210968-2015-01771. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient also underwent excision of vaginal mesh on (B)(6) 2011. It was reported that the patient also underwent mesh excision with biologic graft on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).